Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the returned device revealed that the snare loop was broken with evidence of being burned. Further examination noted that the handle cannula was found to be in good condition. A functional analysis was not performed due to the condition of the returned device. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captiflex extra small oval snare was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, after the polyp was cut it was necessary to use cautery to stop the bleeding and it was noted that the wire inside the handle broke. The procedure was completed with another captiflex snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; loop broken.